Event description:
It was further reported that the system controller was swapped due to the modular cable exchange.

Manufacturer narrative:
Section d4: correction. Device serial number, lot number, and expiration date are unknown. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: a heartmate 3 system controller was initially added to this investigation, as it was reported that the modular cable and system controller were both exchanged on 21may2024. Additional information later clarified that the system controller was only exchanged due to the modular cable being exchanged for superficial damage. There were no allegations against the performance of the heartmate 3 system controller, and the controller was not returned to abbott for evaluation. The device history records were not reviewed, as the serial number of the equipment was not provided. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. C) section 2 entitled ¿replacing the modular cable¿ describes how to replace the modular cable. It is noted that modular cable exchanges can be completed in two ways: replacement of just the modular cable or replacement of the modular cable and system controller. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a modular cable tear that needed a system controller exchange on (B)(6) 2024. No alarm was observed.

Manufacturer narrative:
Section a3a- patient gender requested, information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.